Event description:
It was reported that a few days post-implant, low r-waves were observed. X-ray revealed lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.